Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion (pbd) was suspected as the device recorded this code but the approximate time to explant is indicated as 10.5 years at the time of this observation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. Therapy delivery is currently unaffected but the device hardware is not accurately detecting the loss of battery energy. A safe replacement window of 90 days was recommended by technical services (ts). It is expected that the device is going to have sufficient battery capacity to support therapy during that period of time. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion (pbd) was suspected as the the device recorded this code but the approximate time to explant is indicated as 10.5 years at the time of this observation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. Therapy delivery is currently unaffected but the device hardware is not accurately detecting the loss of battery energy. A safe replacement window of 90 days was recommended by technical services (ts). It is expected that the device is going to have sufficient battery capacity to support therapy during that period of time. No adverse patient effects were reported.additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion (pbd) was suspected as the device recorded this code but the approximate time to explant is indicated as 10.5 years at the time of this observation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. Therapy delivery is currently unaffected but the device hardware is not accurately detecting the loss of battery energy. A safe replacement window of 90 days was recommended by technical services (ts). It is expected that the device is going to have sufficient battery capacity to support therapy during that period of time. No adverse patient effects were reported. The device remains in service additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.